Event description:
Five increased intraperitoneal volume (iipv) situations were identified in the log of a homechoice (hc) device. This is report 4 of 5. During initial assessment of a homechoice device, an increased intraperitoneal volume (iipv) situation was identified which occurred on date (B)(6) 2010 during drain cycle 5. The drain volume was 3372 ml. The programmed fill volume was 2000 ml. This event meets overfill criteria. On (B)(6) 2010, product surveillance followed up with the patient's nurse. The nurse stated that he recently spoke with the patient and they were doing well on the new cycler with no reported issues. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. Any results of evaluation will be provided in a follow up MDR.

Manufacturer narrative:
(B)(4). The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter tampa bay facility for evaluation. The device passed the homechoice rite functional test and the homechoice rite electrical test. The probable cause of the iipv was insufficient drain. Use error, tidal uf removal set too low & insufficient drain, false empty detect and use error. Initial drain alarm setting inappropriately programmed. The device has been routed to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).